Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078242/7078154.

Event description:
It was reported that patient spinal cord stimulator lead had impedances. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return as it was kept at the facility.